Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera gastrointestinal videoscope was clogged. No patient or procedure involvement.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The nozzle was not deformed; there was black gelatinous substance in the nozzle, which could not be removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lm could not identify foreign material and specify cause of the material lodged in air/water nozzle therefore a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.